Manufacturer narrative:
Medtronic continues to evaluate the reported complaint.

Event description:
Hospital biomedical staff report that during incoming device evaluation, they noted that after the device had been attached to ac power for several hours; the device turned itself on, remained on for a few seconds then turned back off. The device continued to turn on and turn off without request.